Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the electric pen drive device was running by itself. It was noted that the control unit and motor of the handpiece were defective, and as a result the handpiece no longer worked according to the specifications. It was further determined that the device failed pretest for check function and direction of rotation, and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.